Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that, "couldn't get new oasys crosslink to seat after 45mins of bending and contouring." One set screw cross threaded multiple times.